Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented to surgeon with groin pain and doctor determined the cup was not fixed well with bone in growth. Patient was revised to a competitor shell. Rep has an x-ray and will send in.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed after medical review by a clinical consultant. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: [...]there is one post event x-ray, to confirm the cup is grossly loose, despite the initial supplemental screw fixation. The cup has migrated at least 1-cm in lateral and superior direction with screws ¿following¿ the loose cup as evident by movement signs in the screw tracks. Because the current cup position is far off the original cup position, it becomes difficult to establish contributing factors to failure because often related to suboptimal initial component position. Early post implantation x-rays would be required to solve this case and as such can this case unfortunately not be solved with the current information. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other similar events for the lot provided. Conclusions: the medical review concluded: [...] Early post implantation x-rays would be required to solve this case and as such can this case unfortunately not be solved with the current information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented to surgeon with groin pain and doctor determined the cup was not fixed well with bone in growth. Patient was revised to a competitor shell. Rep has an x-ray and will send in.